Event description:
No additional information.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: five photos samples were provided to our quality team for investigation. Through visual inspection, the membrane is observed to be displaced from its original location, verifying the reported incident. There is no visual damage or other defect identified within the photos to indicate why a disconnection occurred. A device history review was performed for reported lot 2406508, no deviations or non-conformances were identified during the manufacturing process that could have contributed to the reported incident. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, including verification that the membrane is properly positioned and welded. Results were reviewed for the reported lot and no issues were identified. Retained samples of lot 2406508 were used for additional evaluation. All products were inspected, no damage or other defects were observed on any of the devices. Functional testing was completed, applying various amounts of pressure in attempt to recreate the reported incident, in all instances the membrane remained in tact and no leakage or disconnection of the membrane occurred. Back pressure testing is performed during manufacturing to verify the pressure the membrane can withstand. This testing was performed on the retained samples, results verified all product met required specification. Based on our quality team's investigation, we cannot identify a root cause related to the manufacturing process at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
Material # 515070. Batch # 2406508. Verbatim: we entered a safety event to report regarding the bd phaseal on tuesday 11/12/24. The patient had been receiving taxol. After disconnecting the taxol, with the small cstd piece remaining on the primary IV line, she went to check for blood return to administer the next medication and the small silicon piece within the cstd became dislodged and blood/saline spilled out of the line. To check for blood return, the nurse used the hub above the previous taxol connection site with a 10ml saline syringe. This port did not have a cstd device on it. We did keep the defective device for further investigation. Per additional communication: unfortunately, we had a safety event occur at our bhorade location in which the bd connector hub burst, similar to what was happening at dreyer. In this case, the bd connector was attached to the lowest y-site of the tubing closest to the patient, without anything else attached to it. The nurse flushed a ns syringe through the next y-site up in order to check blood return. During that flush, the bd connector hub burst through and sprayed ns and blood onto the surroundings, and unfortunately, the patient herself. Again, the nurse was not using the device and nothing was attached to it. I¿m including pictures, including the specific tubing tube that was being used.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.